Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clear, white or black particles were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during setup and preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/21/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.